Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported that the angio seal bypass tube was detached. The following information was provided by the user facility: the bypass tube was already detached; the bypass tube of the device was found already detached from the carrier tube tip and the anchor came out when the poly-foil pouch was opened; the pouch was opened on a clear and flat surface all the way from the arrow side to the end; the physician stopped using the device; a new device was used to achieve hemostasis; the physician had completed the training process on the device prior to this case; the puncture site was distal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was 7 fr.; the vessel diameter was 7 mm; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results & a correction to results code. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. One used 8fr angioseal sts plus device was returned for evaluation. The carrier tube assembly was received along with the original packaging, component tray, the guidewire, guidewire holder, hemostatic sheath and arteriotomy locator. Upon visual analysis, it was noted that the polyfoil pouch was only partially opened to 6.5 inches from the proximal end of the seal. The bypass tube was noted to be detached from the anchor of the carrier tube assembly. No blood like substance was visible on any of the returned components. It was noted that the temperature sensor on the packaging had been activated. There were no other gross visual anomalies identified with any of the components. The complaint was able to be confirmed. Likely, the bypass tube became dislodged as the carrier tube assembly was removed from the partially opened polyfoil pouch. The IFU clearly states that the user should" remove the angio-seal device contents from the foil package taking care to pull foil apart completely before removing the angioseal device". The purpose of this clause is to ensure that the bypass tube stays attached to the anchor upon removal of the carrier tube from packaging. User error may have contributed to the reported event. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.